Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the ER for a normal device change procedure unrelated to this event. High output capture was observed on the rv lead. The lead was explanted and replaced. Patient was stable throughout the procedure and normal post operation.